Manufacturer narrative:
It was discovered on september 18, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1628664-2020-00121 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
An abbott representative received a stab/puncture wound from the waste probe while unlocking the waste probe motor on the alinity s analyzer. An evaluation was performed, and a deficiency of the likely cause part, the waste probe, was not identified. Evaluation of the issue included a review of the complaint text, a search for similar complaints, device history review, and a labeling review. No adverse trend was identified for this issue. Device history review did not identify any issues that may have caused this issue. Labeling was reviewed and found to adequately address the safety hazards and safety awareness for existing hazards. The adverse event injury was related to a use error in that the abbott representative did not follow the correct steps when unlocking the waste probe motor. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A probe stick to an abbott field service representative (fsr) occurred while performing maintenance on the alinity s analyzer. The waste probe pierced the fsrs glove puncturing his finger. The fsr sought medical treatment which included (B)(6) (28 day) therapy. Medicines: dolutegravir sodium 50mg and tenofovir disoproxil fumarate + lamivudine 300 + 300 mg.